Manufacturer narrative:
(B)(4). Date sent: 2/9/2021. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a device from jaws area and the anvil can be seen damaged. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the thoracoscopic lobectomy procedure, on the second firing, noted the device jaw was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.